Event description:
Intera oncology was notified by a physician that on (B)(6) 2025, the intera 3000 hepatic artery infusion pump was flowing slow. The flow rate measured was 0.64, with residual volume of 21 ml. The clinic provided us with previous measurements: hep saline refill (B)(6) 2025: 1.27, floxuridine refill (B)(6) 2025: 1.21, hep saline (B)(6) 2025: 1.18, floxuridine (B)(6) 2025: 1.25, hep saline (B)(6) 2025: 0.64. On (B)(6) 2025, the physician reported a cta was done and the result was negative for thrombosis or kinking. It was reported there could be "possible narrowing at entry site of catheter to gda". The pump was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device was investigated and passed all functional tests.

Event description:
Intera oncology was notified by a physician that on (B)(6) 2025, the intera 3000 hepatic artery infusion pump was flowing slow. The flow rate measured was 0.64, with residual volume of 21 ml. The clinic provided us with previous measurements: ·hep saline refill (B)(6) 2025: 1.27 ·floxuridine refill (B)(6) 2025: 1.21 ·hep saline (B)(6) 2025: 1.18 ·floxuridine (B)(6) 2025: 1.25 ·hep saline (B)(6) 2025: 0.64 on (B)(6) 2025, the physician reported a cta was done and the result was negative for thrombosis or kinking. It was reported there could be "possible narrowing at entry site of catheter to gda". The pump was explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is waiting for the pump to arrive to begin the investigation of it. Once the pump arrives and is fully investigated, an updated final report will be sent to the FDA.